Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the creation of the flap, the continuous curvilinear capsulorhexis was partially incomplete in the unknown eye during refractive surgery. The surgeon subsequently completed the capsulorhexis using forceps, and the surgery proceeded without further complication. The procedure completed in same day, no postoperative health issues were reported for the patient.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).